Event description:
Event occurred in (B)(6). Conflicting results on 1 patient. Triage sob vs lab tnt. Symptoms: no symptoms. Diagnosis: cardio decompensation, nstemi with 3-gef-khk. Patient treated based on lab tnt results.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house retain testing of triage sob t14408n with an in-house calibrator. No issues with tni recovery were observed, the lot performed as expected. Reviewed the batch record for triage sob lot t14408n. The lot met all final release specifications. No issues with tni recovery were observed.based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. This trend will be continuously monitored through incoming complaints.